Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer is stating that the pump will raise, but will not hold in the up position. It will slowly leak.